Event description:
The manufacturer received information alleging a CPAP's device sound abatement foam became degraded. There was no report of patient harm or injury. This issue was reported to the FDA per 21cfr 806. The device will be corrected per (B)(4).